Event description:
Customer called lfs on 06/2002 alleging their meter was giving inaccurate high readings. The meter was set to mmol/l's and patient thought the readings were actually mg/dl. Patient stated the meter had been reading in mmol/l's for approximately 2 months. Patient does not remember how or when it was changed into mmol/l's. Patient stated on the day of the incident (unknown), patient woke up and tested their blood. It read 1.4?. Patient does not remember the last digit. Patient read this as 140-something. Patient stated they felt fine at this time. Patient stated their normal routine is to take their reading, eat breakfast, and then take their set amount of insulin (14 units of regular, 24 units of nph). On this day after testing their blood sugar, patient left the house to go pick up a friend. On the way home, patient began to feel low and while entering their driveway, patient passed out and hit the sidewall of their house. Patient stated they did not suffer a serious injury, but their knee hurt. Family member came out and treated patient with sugar. Patient did not seek medical treatment.